Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that significant increase in capture threshold was observed. Decision was made to explant and replace the lead. The patient was stable post-procedure.